Event description:
It was reported that during an rectum procedure, first device did not close, second device did not fire at all only with extremely force. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the ats45 device a was received in good visual condition and with a green cartridge reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No additional functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The analysis showed that the ats45 device b was received with the articulation mechanism damaged. The device was received without cartridge reload loaded on the device. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.